Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pulmonary edema. The lead implant was done on (B)(6) 2015 and the procedure seemed to go fine with no issues, but the patient ended up in the ICU. Further information revealed that the event was a cardiac event unrelated to the device but possibly procedure related. Interventions included inpatient admission intervention. No diagnostic tests were noted. The etiology was noted as not related to the device or therapy and related to surgery/anesthesia. Signs and symptoms included respiratory distress during exubation. The patient required ventilation and ICU admission overnight followed by 24 hour admission to neurosurgical unit. The event required in-patient or prolonged hospitalization. The outcome was resolved without sequelae.